Event description:
The hill-rom field tech found that the brakes would not hold on this bed. He found that the brake casters were worn due to the age of the bed. He replaced the casters to correct the issue. No incidents or injuries were reported.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this complaint is no longer reportable.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the waste outlet tube assembly on the cell-dyn 3700 analyzer is worn resulting in rbc clog errors. The issue was resolved by replacing the waste outlet tube assembly. There was no direct exposure or injury reported for this issue. There is no impact to pt management reported.